Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported the mitraclip was performed to treat degenerative mitral regurgitation with an mr grade 4. Imaging was difficult due to equipment. The clip was implanted without issues; however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was implanted stabilizing the slda clip and mr was reduced to 1. The user stated there was good leaflet insertion but tugged on the delivery catheter handle a bit, prior to pulling the actuator knob and thinks this may have contributed to the slda. There were no adverse patient effects and no clinically significant delay during the procedure. No additional intervention was performed. The patient remained stable. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the slda/medical intervention was reported under MFR report# 2024168-2020-09216-00 on (B)(6) 2020, the patient was rehospitalized with fatigue and dyspnea. Echocardiogram showed mitral regurgitation (mr) had increased to 4. The second implanted clip from (B)(6) 2020 remained attached to both leaflets and there was no new leaflet tear or flail related to the implanted clips. It is unknown what caused the mr to return to 4. Mr may have been identified by echocardiologist as mild previously due to the patient still being intubated and under general anesthesia and then may have increased when the patient awoke and was up and moving. Mitral valve replacement was performed on (B)(6) 2020. The patient was stable post-surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Dyspnea, fatigue, and mitral regurgitation (mr) are listed in the instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the reported mr (recurrent) could not be determined. The reported dyspnea and fatigue appear to be outcomes of the mr. There is no indication of a product issue with respect to manufacture, design or labeling.b1 - adverse event/product problem: product problem was removed h6: patient code 2199 - removed. H6: device code 2507 - removed.